Event description:
A surgeon reported that an intraocular lens was noted to be decentered following intraocular lens (iol) implant surgery.

Manufacturer narrative:
The product was not returned for analysis, the device remains implanted. Results from the product history record review indicated the product met release criteria. There have been no other complaints reported in the lot number. This report was mailed to FDA on: 03/20/2009.